Event description:
New information was received on sept. 11th, 2019. The patient presented in clinic for a device check. The clinic was unable to reproduce the noise oversensing. The patient was asymptomatic and was unaffected by the anomaly. The physician elected to continue to monitor the patient without making any programming changes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net. Upon review of the data, it was noted that the implantable cardioverter defibrillator exhibited oversensing on discrimination sensing channel during the non-sustained ventricular tachycardia episodes. The oversensed signals appeared similar to myopotential signals. It was recommended that the patient be brought in for additional testing and possible programming changes. The recommendation was discussed with the physician. No patient symptoms were reported.